Event description:
On (B)(6) 2012, the patient contacted animas and stated that the pump was not reading the correct amount of insulin. The patient stated that the pump emitted a "low cartridge" warning 3 days ago when the cartridge was full. There was no indication of the pump alarming in the history. The patient reportedly set the pump to alarm when there were 20 units of insulin remaining. The patient claimed that after the rewind, prime and load step the pump reportedly read 19.6 units. The patient reportedly repeated the steps above with the pump and stated that the insulin units read correctly in the cartridge. The patient reportedly believed that there was something wrong with the cartridge compartment's piston since she saw a small piece of plastic fall out of the cartridge compartment when she removed the cartridge cap. The patient reportedly used a flashlight to look inside the cartridge compartment and noticed something jagged. There was no reported adverse event associated with this complaint. This complaint is being reported as the patient claimed that the pump was reading less amount of insulin than what was noted in the cartridge.

Manufacturer narrative:
(B)(4): a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. No activity outside normal use was observed in the black box or download history. A low cartridge warning was noted in the pump's history. A 29-hour flow accuracy test was performed; the pump passed the flow accuracy test and was found to be delivering within the required specifications. Testing verified remaining insulin was calculated accurately and the low cartridge warning was accurately recorded in the pump history. There was no evidence of damage found to the pump case and no evidence of debris found in the cartridge compartment. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.